Manufacturer narrative:
The facility representative reported ¿unknown¿. Information was not provided regarding whether or not the problem occurred during a patient infusion. The pump was evaluated by a baxter service technician. The reported condition of ¿unknown¿ was caused due to cracked door assembly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The device was returned for service. During service by baxter, cracked door assembly was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.